Event description:
In 2000 a 26 mm x 16.5 cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm. Upon attempted delivery of the stent graft, the graft cover could not be retracted. Due to the extreme tension on the delivery system, the slide ring broke free of the slide assembly. An attempt was made to retract the graft cover with surgical clamps, but the physician was unable to do so. The physician then decided to convert the pt to open surgical repair of the aneurysm, due to the fact that the facility did not have aneurx products available at the time (which is contrary to the instructions for use). There were no add'l clinical sequelae reported relative to the event and the pt is reportedly doing fine. The device history review revealed no issues relevant to this complaint. The device was not returned for investigation.